Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The thoracic probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned probe had a bent tip, impact marks at the back end, and severe galling lines on the shaft that will not allow insertion into any mating tracker. Mechanical damage was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were three thoracic probe tips that were damaged and stuck into two navlock orange trackers. No was patient present at time of discovery.

Manufacturer narrative:
Correction made to the analysis of the returned probe. The tip of the returned probe was bent and slightly twisted. There were also impact marks at the end causing fit issues with the mating tracker. If information is provided in the future, a supplemental report will be issued.